Event description:
It was reported that a cerebral vascular accident occurred. A patient emailed reporting a stroke during a concomitant left atrial appendage (laa) closure procedure and an ablation procedure. The patient reports double vision, in addition to balance and memory issues. At the time of the procedure the patient was in atrial flutter, but the heart rate had been brought down to about 90 beats per minute. Since the procedure the vision has improved, but the patient continues to have problems with visions in the lower fields. There was no additional information provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.